Manufacturer narrative:
Device evaluation: no malfunction was reported. The ams700 device was visually inspected and functionally tested. There was a leak in one cylinder due to wear and fatigue at the corner of a fold. The other cylinder performed within specifications. The pump was not functionally tested due to contamination. The product analysis confirmed a device fluid leak.

Event description:
It was reported that the inflatable penile prosthesis (ipp) cylinders and pump were explanted due to unspecified reasons. A new set of reconnected ipp cylinders and pump were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.